Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience chronic pelvic pain. Approx. 2 years after insertion, surgery was performed to remove the device. Pelvic pain, serious due to medical significance, is anticipated according to the reference safety information of essure. Pelvic pain may occur during the use of essure. Based on a compatible temporal relationship, on the nature of the event, and on the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). This case was regarded as incident because of device removal. Additionally, non-serious events were reported. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information is expected only through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), ovarian cyst ("ovarian cysts") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (essure was removed on (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, back pain, abdominal pain, ovarian cyst and dyspareunia outcome was unknown. The reporter considered pelvic pain, menorrhagia, back pain, abdominal pain, ovarian cyst and dyspareunia to be related to essure. The reporter commented: she never experienced this condition prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. Company causality comment: this spontaneous report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience chronic pelvic pain. Approx. 2 years after insertion, surgery was performed to remove the device. Pelvic pain, serious due to medical significance, is anticipated according to the reference safety information of essure. Pelvic pain may occur during the use of essure. Based on a compatible temporal relationship, on the nature of the event, and on the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). This case was regarded as incident because of device removal. Additionally, non-serious events were reported. A product technical analysis is awaited. Further information is expected only through the litigation process.